Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2014 with the following findings: the pump powered on with the returned battery cap. A power loss was not duplicated during testing. There was one pump reboot observed in the black box history. The pump was exercised for 24 hours with no pump reboots, loss of power, or call service alarms duplicated. There was no evidence of additional moisture or loose components internally when the pump case was removed.